Event description:
Customer's wife reported that the customer was in the hospital with unstable blood glucose levels. She stated that he went to the hospital three days prior due to kidney failure and to have work done. She stated that the hospital was having difficulty regulating the blood glucose. She did not provide a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.